Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified the reported complaint. He replaced the ccm hard drive and performed release testing. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) installed the hard drive into a lab use only (luo) ccm and powered it on. The ccm failed to boot up correctly and displayed the 'no valid commercial license found' message. The pst reinstalled the luo hard drive and the ccm booted up correctly. It was determined that the ccm hard drive did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the central control monitor (ccm) screen froze. The system was power cycled and the ccm failed to boot up correctly displaying a 'no valid commercial license found' message. There were no reported adverse consequences to the patient.